Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had balloon rupture. There was no patient harm reported.

Manufacturer narrative:
Updated fields: a4, b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) instructed user to pack the balloon and keep it aside and to be collected for investigations. On 13/8/2025 machine was available and did an inspection on the machine. Open up the pim and safety disk. No traces of blood was found. Checked the reservoirs and compressor. No traces of blood can be found. Went through the entire logs alarm and fault table. Only found an instance of "iab catheter restriction". On 14/8/2025 fse went on site again and perform the full checks for the machine before releasing it back to the users. Performed a full check on the unit and unit passed.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a